Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The (B)(4) device was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. The cartridge reload was received partially fired and with several b-formed staples on the cartridge deck. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an endoscopic right lower lobectomy procedure, a 7cm small incision was placed and three trocars were used. At first, the pulmonary artery was resected with the device at the first and second firing without any difficulties. The staples were formed properly. When the device was fired on the pulmonary vein at the third firing, a clatter of plastic was heard at the second stroke, and then the firing trigger became not to be grasped from the third stroke. The stroke count indicator showed 2. The assistant doctor held the device before opening the jaw and the small incision was broadened till 20cm with an electrical scalpel just to be safe. Then, the jaw was a little hard to open, but it was opened with the manual knife reverse switch. The target tissue was not cut and stapled. Since no bleeding occurred, blood transfusion was not performed. The target tissue was ligatured by hand and resected to complete the case. Reinforcement material was not used at each firing. The jaw did not clamp something hard. The target tissue was neither thick nor brittle. The doctor commented as follows; there were no difficulties in the first and the second firing. Also, there were no difficulties in the closing and the first stroke of the third firing. The jaw is usually cleaned after each firing by putting it into a beaker filled with normal saline. No residual staples were visually confirmed on the jaw before the firing. The condition of the patient was stable. There were no adverse consequences for the patient.